Manufacturer narrative:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. However, no adverse event occurred in this case. Whilst there is a risk for serious injury from this malfunction, the likelihood of occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: market country: (B)(6). Cuff was leaking in use. No harm or injury to patient.